Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with error code 703; this condition had the potential to interrupt delivery. This condition was found in the central supply department upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a error code 703 was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty user interface module printed circuit board (uim pcb). The uim pcb was replaced to correct this condition. A device history review was performed and no abnormality was observed in the manufacturing of this device. A service history review revealed no previous service events were related to the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.04.00. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.